Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has a history of liver complications. Aneurysm morphology is unknown and the patient's vessels were moderatley calcified. It was reported the patient became hypotensive because of a dissection in the left common iliac artery and remained hypotensive throught procedure. After the procedure the patient was then sent to the intensive care unit. It was reported the patient expired two days after the procedure.

Event description:
Medtronic rec'd add'l info from the pt's medical records. The pt had a history of chronic atrial fibrillation, complete right bundle branch block, chronic renal insufficiency, peripheral vascular and hypertension. The pt's cause of death is hepatic and renal failure.